Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event. Unfortunately, the edwards device was not returned for analysis. No further actions will be taken at this time with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. Through follow-up with the health-care provider, it was learned that the valve was explanted due to obstructed left main coronary artery. Operative report indicates that the initial echo assessment of valve showed no aortic regurgitation with well preserved left ventricular function. The patient was weaned from cardiopulmonary bypass (cpb). Following protamine administration and decannulation, a diminution in arterial pressure occurred in the setting of cardiac indices of 2.7 in the preceding moments. The heart rapidly lost global function and could not maintain a pressure. Cpb was instituted again and the device was explanted. The device was replaced with another edwards bioprosthetic valve, one size smaller. Per the surgeon, this event was not related to a device malfunction.